Manufacturer narrative:
Thrombus attributed to a low flow event was confirmed through the evaluation of vad-55422. The device was returned assembled with the driveline (dl) cut approximately 5 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port . Examination of vad-55422 upon disassembly revealed tissue-like depositions admixed with clotted blood within the sealed outflow graft. Similar depositions of denatured, clotted blood were found within the distal side of the inlet stator, on the body of the rotor, and within the proximal side of the outlet stator. The contact marks at the distal end of the rotor suggest that these depositions were present for an undetermined period of time while vad-55422 was supporting the patient. Furthermore, the texture of these depositions appears indicative of poor surface washing due to low blood flow through the device. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombus. Additional information also included indicated: abnormal pump parameters: yes. Device malfunction: n. Device malfunction causative factor: sub therapeutic anticoagulation.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that a pump exchange was completed for suspected pump thrombosis.